Event description:
A 70-yr-old male admitted for right thoracotomy was intubated with a 39 french left endobronchial tube. Bbs=v, co2 waveform present. Rptr attempted to pass a flexible bronchoscope down the tracheal lumen. Rptr was unable to pass the scope. Rptr was also unable to pass a 14 french suction catheter down the tracheal lumen. The broncial lumen would accept the flexible bronchoscope. The tube was taped in place and surgery proceeded. An immediate post-op chest x-ray showed left upper lobe atelectasis. The atelectasis on the non-operative side was thought to be due to the left endobronchial tube migrating and blocking the left upper lobe. The pt was ventilated with a oval tracheal tube for 24 hrs and extubated. The pt did not require a left chest tube. Rptr feels that the inability to pass a 14 french suction catheter down the tracheal lumen of a 39 french endobronchial tube is a MFR's defect. If rptr could have passed the bronchoscope rptr could have verified the position of the left endobronchial tube and prevented the occulsion of the left upper lobe bronchus.